Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 600 mg/dl with large ketones; cause was unknown. A correction bolus via the pump was administered by customer's mother to address bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.